Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of 190 ohms. The field also suspected the battery of the ICD to be prematurely depleting. Review of device data by boston scientific technical services confirmed the device is depleting normally based on its current programmed parameters. No changes have been made and the ICD remains in service. No adverse patient effects were reported.